Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the generator replacement procedure, it was noted that there was wrinkle in the insulation of the atrial lead next to suture sleeve. The physician elected to repair it with a lead repair kit. There were no electrical anomalies with the lead. Procedure was completed successfully. Patient was stable.